Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. The reporter alleged that the audio bolus button cover was missing/peeling and the bolus button was under-responsive. It was also alleged that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with a missing audio bolus button cover and visible evidence of moisture behind the display lens. The leak test failed due to an audio bolus button leak. The pump was opened and moisture was found on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.